Manufacturer narrative:
During the investigation, it was confirmed that a "speaker malfunction" inop was displayed on the intellivue mp2 patient monitor and sound was still coming from the device. This case is not reportable.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mp2 indicated a "speaker malfunction" inop. It is unknown if sound was still coming from the device. It is unknown if the device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.